Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, observed 40 mm dark patch edge material inside gel device, red particles in gel, underweight, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge on radius side in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is a broken shell with sharp edge in the same location of crease assessed as fold flaw opening, and a missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.